Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the unspecified bd saf-t-intima¿ closed IV catheter found liquid leakage at needle point, no redness and swelling in the needle eye.

Event description:
It was reported that during use of the unspecified bd saf-t-intima¿ closed IV catheter found liquid leakage at needle point, no redness and swelling in the needle eye.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233359. Our records show that this is the only instance of leakage occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.